Event description:
Per the physician the apnea event is related to the patient's vns surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that during a sleep study the patient was observed to have tachypnea alongside stimulation. The sleep study results stated: "the respiratory rates averaged 30-60 breaths/min during sleep due to an abnormal breathing pattern of regular periods of tachypnea every 60 seconds lasting approximately 30 seconds, which is consistent with the patient's vns setting" patient additionally mentioned about a year ago they were intubated due to an apnea event which the source of was never discovered. No diagnostic of sleep apnea was given. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.